Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece with the helix found extended with traces of blood/body fluids. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient experienced dizziness due to noise resulting in oversensing and pacing inhibition on the right ventricle (rv) lead. Additionally, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was in stable condition.